Manufacturer narrative:
(B)(4): buckle torn. The band/balloon with one-way valve were returned for evaluation. Upon visual inspection, it was observed the buckle was damaged. A tear was observed on the opposite side of the snorkel (strain relief). Saline water (3ml) was observed inside of the balloon. A leak test was performed on the balloon with a successful result, no leak was found. The complaint was confirmed, buckle was returned damaged on one side and saline solution (3ml) was found inside of the balloon. A potential cause of the reported event is that the damage may be the result of manipulation during implantation, this is confirmed by the fact that saline water was found inside of the balloon. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process, a review of the manufacturing process was also performed and it was noted that 100% band/balloon are visual inspected prior release, therefore it is unlikely that a manufacturing issue contributed to the reported event.

Event description:
It was reported that during a realize band procedure, the female portion of the buckle was broken. There were no patient consequences. Case completed with another band.